Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log review: there was a faulty power supply 1 during power up. The team power cycled the unit, and the issue was resolved. No other issues were found in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) batteries would not charge. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) found the batteries at 18 amp hours (ah) then discharge and show 0 ah. The fsr replaced the batteries and completed release testing. The unit operated to the manufacturer's specifications.